Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn or rotate effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781 - opened to investigate the increase in complaint rates for the eds product line.

Event description:
Nt821731c - experienced issues with two defective drains - 2 recent occurrences with the same issue. Patient had a ventriculostomy catheter placed on (B)(6) 2025 at the bedside. Natus eds was prepared and attached to the catheter. On 8/19, the 3 way stopcock handle broke off. Excessive force was not used; it was an hourly check of the device. New eds was prepped and attached to patient and broken device was sequestered. Sterility of the broken eds was not compromised.

Manufacturer narrative:
Follow up report 003 ref. To natus complaint# (B)(4) correction to sterile date of product as follows: sterile date: 31 oct 2024.

Event description:
(B)(4) - experienced issues with two defective drains - 2 recent occurrences with the same issue. Patient had a ventriculostomy catheter placed on (B)(6) 2025 at the bedside. Natus eds was prepared and attached to the catheter. On (B)(6), the 3 way stopcock handle broke off. Excessive force was not used; it was an hourly check of the device. New eds was prepped and attached to patient and broken device was sequestered. Sterility of the broken eds was not compromised.

Event description:
(B)(6) - experienced issues with two defective drains - 2 recent occurrences with the same issue. Patient had a ventriculostomy catheter placed on (B)(6) 2025 at the bedside. Natus eds was prepared and attached to the catheter. On (B)(6) the 3 way stopcock handle broke off. Excessive force was not used, it was an hourly check of the device. New eds was prepped and attached to patient and broken device was sequestered. Sterility of the broken eds was not compromised.

Manufacturer narrative:
Follow up report 002 ref. To natus complaint#(B)(4). Correction to complaint history review details as follows: complaint history review/trend analysis: (24 months review and percent of sales) 58 previously confirmed "integ-broke in use" complaints within the past two years. 37,711 (B)(6) units sold within the past two years. Failure rate = (B)(4).

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date of product: 28 jan 2024. Device history record review: unit passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821730c units sold within the past two years. Failure rate = (B)(4) risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - experienced issues with two defective drains - 2 recent occurrences with the same issue. Patient had a ventriculostomy catheter placed on (B)(6) 2025 at the bedside. Natus eds was prepared and attached to the catheter. On 8/19, the 3 way stopcock handle broke off. Excessive force was not used; it was an hourly check of the device. New eds was prepped and attached to patient and broken device was sequestered. Sterility of the broken eds was not compromised.